Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by MFR.: the promus premier select ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal region were noted to be lifted and pulled distally. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 26.9 cm distal to the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30mar2021. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the left anterior descending. A 24 x 3.00 mm promus premier select drug eluting stent was advanced for treatment. However, the device could not cross the lesion after several attempts. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.